Event description:
A peritoneal dialysis (pd) patient reported an unspecified infection. Upon follow-up, it was documented that the patient was hospitalized on (B)(6) 2024 due to peritonitis. Additional follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to severe abdominal pain during the fill phase of pd treatment. The patient had pd effluent cultures obtained in the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s pd cell count was 45,615 on (B)(6) 2024. The patient was prescribed antibiotics. On (B)(6) 2024 the patient was administered cefepime 1g intravenous piggyback (ivpb), diflucan 100mg oral (po), zosyn 4.5mg ivpb times 2 doses, and vancomycin 2g ivpb. On (B)(6) 2024 the patient was administered vancomycin 1g ivpb. The cultures resulted positive for streptococcus mitis/streptococcus oralis. The patient was transitioned to hemodialysis (hd) during the antibiotic regimen. The patient was prescribed vancomycin 1g IV during the last hour of hd treatment from (B)(6) 2024; vancomycin 750mg IV during the last hour of hd treatment (B)(6) 2024; and vancomycin 1g IV during the last hour of hd treatment on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 and continues to complete hd therapy until the completion of the antibiotics. The cause of the peritonitis is unknown.